Event description:
Healthcare professional reported that patient was injected in cheeks with juvéderm voluma® xc at another clinic. Four weeks later, patient developed cellulitis, swelling and the injected sites were warm to the touch; the left was more inflamed than the right. Patient was treated with cephalexin® 500mg. Five days later because swelling persisted, patient was prescribed clindamycin® 300mg for 10 days. Nine days later, patient was advised to take zyrtec®. Symptoms ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.